Event description:
A user facility reported that following an intraocular lens (iol) implant procedure, the lens was explanted due to the patient not being able to see properly. The reporter stated there was no issue with the lens itself. Additional information was received from the nurse, who reported that the iol was exchanged due to blurry vision and foreign body sensation. The lens was replaced with a different lens model and one diopter difference in power. The event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4)